Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient's leads had moved and the device stopped working. No further complications were reported.